Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The instructions for use were reviewed. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy using the arctic sun device but were getting no flow. A set of medium pads and a universal pad are in place. They have disconnected and reconnected the pads, emptied the pads and filled the reservoir, and made sure there are no kinks. They were trying to fill the reservoir again, but it was not taking up any water. Water reservoir level was 4. Asked nurse to press stop on filling the reservoir as it was full, and resume therapy. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage, cv 1, pump hours were 64.8, system hours were 97.9. Asked nurse to stop therapy, disconnect the pads, and enable manual mode. In manual mode without pads attached flow rate (fr) was 1.8lpm, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 48 percentage. Connected pads one at a time using proper technique. Right chest 0.5lpm, -7psi, circulation pump command (cpc) was 22 percentage, universal 1.8lpm, -7.1psi, 60 percentage, right thigh flow rate (fr) was 2.4lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 60 percentage, left chest flow rate (fr) was 3.1lpm, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 74 percentage, left thigh inlet pressure (ip) was dropped to -0.7psi. Asked nurse to disconnect left thigh pad ngjv0061. Explained they could use a universal pad on the left thigh if that allows for adequate pad coverage. Disabled manual mode. Resume therapy. Flow rate (fr) was 3.1lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy using the arctic sun device but were getting no flow. A set of medium pads and a universal pad are in place. They have disconnected and reconnected the pads, emptied the pads and filled the reservoir, and made sure there are no kinks. They were trying to fill the reservoir again, but it was not taking up any water. Water reservoir level was 4. Asked nurse to press stop on filling the reservoir as it was full, and resume therapy. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage, cv 1, pump hours were 64.8, system hours were 97.9. Asked nurse to stop therapy, disconnect the pads, and enable manual mode. In manual mode without pads attached flow rate (fr) was 1.8lpm, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 48 percentage. Connected pads one at a time using proper technique. Right chest 0.5lpm, -7psi, circulation pump command (cpc) was 22 percentage, universal 1.8lpm, -7.1psi, 60 percentage, right thigh flow rate (fr) was 2.4lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 60 percentage, left chest flow rate (fr) was 3.1lpm, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 74 percentage, left thigh inlet pressure (ip) was dropped to -0.7psi. Asked nurse to disconnect left thigh pad (B)(6). Explained they could use a universal pad on the left thigh if that allows for adequate pad coverage. Disabled manual mode. Resume therapy. Flow rate (fr) was 3.1lpm.